Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken blade in the harmonic insert. The accessory was placed an on in-house generator where it failed the energy recognition test. A "replace instrument" error appeared. The broken blade caused the accessory to fail energy recognition on an in-house generator. The blade broke at roughly 0.25¿ from the base. The broken piece was not returned. The size of the missing piece is approximately 0.084¿ x 0.360¿. Components adjacent to the broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had the energy platform indicated to reduce the pressure on the blade. The procedure was completed with no reported injury.